Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was provided upon follow-up. It was reported that alarm #206 occurred as well. The reported problem occurred about 8 days into treatment. The alarms that occurred were confirmed to be related to a CAPA that was opened for flow measurement issues. There was no patient injury, no adverse effects experienced, and no medical intervention that was required due to the reported alarm(s). Additionally, the patient did not experience any blood loss. Treatment did not have to be restarted; the patient continued treatment on the same console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. No sample was available for evaluation.

Event description:
Additional information was provided upon follow-up. It was reported that alarm #206 occurred as well. The reported problem occurred about 8 days into treatment. The alarms that occurred were confirmed to be related to a CAPA that was opened for flow measurement issues. There was no patient injury, no adverse effects experienced, and no medical intervention that was required due to the reported alarm(s). Additionally, the patient did not experience any blood loss. Treatment did not have to be restarted; the patient continued treatment on the same console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. No sample was available for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. Therefore, the reported failure pattern could not be reproduced. The machine files were provided for review and evaluated. During review of the machine files, it was confirmed that error messages #208 and #206 occurred. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an error 208 occurred during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy, and flow measurement was not possible. The problem could not be resolved, and the patient¿s situation did not allow for a console swap. There was no indication that the reported error resulted in any patient injury or harm. No further details were provided in the initial reporting.